Event description:
It was reported the customer was having a keypad issues. The issue with the customer's keypad was unknown. The customer also could not recall any significant events leading to the keypad issues. The customer was advised to replace their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).